Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and was verified in the daily total screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement test, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No blank display and no frozen screen noted. All the buttons were functioning properly and no damage on the keypad assembly noted. All boluses delivered completely and were properly recorded. The unit was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported a frozen display. Customer stated that there is no response from any of the buttons and the screen is totally blank. The blank display did not return with a battery change. Customer also mentioned an issue with the insulin pump giving too little and too much insulin. Customer's current blood glucose reading is 89 mg/dl. No further information reported.